Event description:
It was reported that insulin squirted out of the reservoir during filling. The customer removed the transfer guard and pushed on the plunger, and insulin continued to leak. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.